Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 13692942, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to unknown reason.